Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The returned pad device had its memory erased on or before (B)(6) 2011. On this date, there were three events of less than one minute duration. It is assumed the device operated to spec up to this date. The device was disassembled for investigation and though no fault was found, the problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.